Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Reportedly the customer initiated an override bolus which decreased their bg level. Customer consumed carbohydrates to address bg level. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.